Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue with the pump. The patient reportedly discontinued insulin pump therapy and experienced a blood glucose (bg) greater than or equal to 250mg/dl (13.8mmol/l) with unspecified ketones. There were no bg values reported. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged power issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: there was one power on reset (por) event observed in the black box after a replace battery alarm on (B)(6) 2015 followed by 2 unexplained por's; deliveries were never resumed. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. The complaint was verified in the history but could not be duplicated during testing. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and was within range. The returned battery cap height and width contact measurements met specification. No damage was found to the returned battery cap. The returned battery cap was able to able to secure to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with the returned battery cap; there were no power on reset (por) events duplicated. The battery compartment was observed to be cracked on the side from the threads to the cover and then cracked above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.